Event description:
It was reported to boston scientific corporation that a wallstent bare biliary stent was used during a biliary metal stenting procedure performed on (B)(6) 2013 within the common bile duct. According to the complainant, the stent was being placed to treat a 4cm malignant stricture at the mid common bile duct. Reportedly, the lesion was dilated with a hurricane balloon prior to the procedure. During the procedure, the physician attempted to deploy the stent but the stent was not able to be deployed. There were no visible issues noted to the stent system during the procedure. The procedure was completed with another wallstent bare biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the distal wires of the stent were uncrossed and damaged.

Manufacturer narrative:
Evaluation findings of stent wires damaged. A visual examination of the returned device found that the stent was received fully mounted onto the delivery system device. No visible issues were noted with the profile of the device other than slight kinks in the outer sheath at 52mm from the tip. During analysis it was possible to fully deploy the stent without issue. The distal stent wires were noted to be uncrossed and damaged. No other issues were noted to the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.